Manufacturer narrative:
Evaluation found that the j-connector was detached at the cannula body bond. Corrective measures are being addressed to optimize the adhesive bond process of the embol-x slim cannula. Results: adhesive bond detachment.

Event description:
Reportedly, there was blood leakage at the junction where the j-tube connects to the cannula tube. The cannula was used throughout the case, which lasted approximately 1 hour. It was reported that the leakage occurred during this period of time. There were no patient complications or intervention reported as a result of this event.